Event description:
It is reported that five patients have experienced moderate to severe pain.

Manufacturer narrative:
Info was received via published literature. Please reference literature at the following location: http://jbjs.org/content/96/21/1807. This report will be amended when our investigation is complete.